Event description:
User facility voluntary medwatch received that stated: "incidents of retrograde flow (backflow) of fluid past the back check valve of symbiq IV pump set cat number 16090-28. Fluids were being delivered via secondary delivery e.g. Piggyback administration. Fluid from the secondary bag went past the back check valve and into the primary bag. The backflow was identified due to the fluid tint in the primary bag caused by infiltration from the secondary bag." Upon further query, the following info was provided that indicated backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, the secondary tubing set was connected to the primary tubing set for piggy back delivery of an unspecified concentration of an iron solution. The primary solution container was lowered below the secondary solution container. At the beginning of the delivery, the nurse noted that the iron solution backflowed into the primary tubing set due to the brown color of the iron solution. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were provided. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer indicated the device was discarded. This device was identified as part of a customer notification dated november 24, 2009. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).